Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button and recurrent restarts, evidenced by screen beeps and lock screen icons, which prevented normal wake and unlock functions and required connection to a charger to momentarily power the screen; a replacement device was provided and successfully set up, and blood glucose remained unaffected with backup therapy available. Symptoms included no reported hypoglycemia, hyperglycemia, or injury. Outcomes included temporary interruption of normal device operation without hospitalization and restoration of therapy with the replacement unit. Investigation included customer troubleshooting, cleaning of the button area, attempts to update via the mobile app, guided battery drain, and assessment of device behavior during charging. Investigation of this device was confirmed and revealed a device performance issue consistent with a user interface control malfunction and recurring restart behavior, localized to the device¿s sleep/wake button and system control functions, with resolution achieved by device replacement and normal function on the new unit. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface control with undetermined specific component failure.